Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient visited the emergency room and was treated with unspecified antibiotic for the event. Two days after the event onset, the patient visited the pd clinic and antibiotic treatment was maintained. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. The reporter declined to provide additional information.